Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that metal fragments at the proximal end of the hitting area of a titanium elastic nail inserter became loose. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing evaluation: the performed investigation of the instrument shows significant metallic splinters at the area of the cannulation. This is indicative of violent hammering leading to strain hardening. This prefers the formation of chipping. We conclude there was a direct impact of percussion. In this context, we would like to refer to our op technique. Direct impact on the t-piece is to be prevented. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. Device was returned to the manufacturer for review/investigation on (B)(4) 2014 (B)(6). The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device history review: manufacturing location: (B)(4) -- manufacturing date: october 24, 2008. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.